Event description:
It was reported that via remote transmission, post-paced t-wave oversensing was observed. The patient received inappropriate atp therapy. Programming changes and an induction test were recommended. No further information is available.